Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient's surgeon via medical records. The patient noted improvement in her vision until four months following the initial procedure. At that time she reported floaters and blurry distance vision with difficulty driving. Vitreomacular traction and cystoid macular edema were noted on exam. Topical medications were started.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she developed cystoid macular edema and a decrease in vision. She has never seen well with the lenses. She has seen a retina specialist and has seen no improvement. In fact, her vision is worsening. Additional information was provided by the patient that she has had no improvement in vision. She has had bevacizumab injections with no improvement. Additional information was provided by the retina specialist, that the patient has cystoid macular edema with a macular pucker. She had a sub-tenon's injection of triamcinolone acetonide, and was told she needs surgery to remove the pucker to possibly improve her vision.